Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir was leak. Blood glucose was unknown. The product will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir(transfer guard not returned). Performed pre-fill reservoir test using a new lab transfer guard, per (B)(4) and (B)(4). Found reservoir no leakage anomaly during filling. Also performed a visual inspection and found no physical or cosmetic damage.